Event description:
It was reported that a patient presented in-clinic for an surgical revision procedure. Prior examination of the patient's right atrial (ra) lead had revealed dislodgement through the use of x-ray imaging. No electrical malfunction was reported due to the dislodgement. The ra lead was successfully repositioned on (B)(6) 2022. The patient was stable throughout.